Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned.

Event description:
Medtronic received information regarding an imaging system. It was reported that it was sometimes not possible to take a scan. It was also reported that the time between the gantry rotation and the start of a scan was sometimes very long. No patient was present.